Event description:
Pt experienced fracture of intrathecal catheter, and at surgery for revision of the catheter, the broken fragment slipped into the intrathecal space and was not able to be retrieved. The proximal portion of the catheter was not returned to the MFR for analysis.